Event description:
Cutter would not advance or retract after six passes. Still had good fluid return. Device was removed and upon examination, the cutter had broken in two about midway down the device, only being held together by the inner wire core. No adverse outcome.